Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
A csf (cerebrospinal fluid) leak was reported. Examination on (B)(6) 2015 revealed the patient was having clear drainage from lumbar incision post device explant. The lumbar incision not well approximated. Intervention on (B)(6) 2015 was pressure dressing applied to the lumbar incision. Surgical observation on (B)(6) 2015 revealed csf leak; persistent tract from previous intrathecal catheter with the lumbar wound revision and closure. Diagnostics on (B)(6) 2015 revealed recurrence of csf leak, with intervention of other surgical treatment, re-closure and suturing of lumbar wound. On (B)(6) 2015 examination revealed the lumbar incision was still leaking. Surgical observation on (B)(6) 2015 no signs of csf leak. The etiology was indicated as unlikely related to the device or therapy but likely related to implant procedure. The severity was reported as severe resulting in in-patient or prolonged hospitalization. The outcome was resolved with sequelae (B)(6) 2015. Refer to manufacturer report # 3004209178-2015-12905 for subsequent event. The pump was used to deliver hydromorphone.